Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio vibrate anomaly. The blood glucose was 83 mg/dl. The customer was advised to adjust the audio volume to 1, press save, and listen for the beep. The customer was advised to adjust the audio volume to 5, press save, and listen for the beep. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes 1 and 5. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The device will be returned for the analysis.